Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lumps left zygoma and bilateral nasal", and ¿encapsulation of gel mass like a breast capsule contracture¿, also reported as, ¿foreign body encapsulation and resultant contracture of that capsule¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 5. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported the event of a patient presented with ¿lumps in the zygoma and nasolabial folds¿ and ¿encapsulation of gel mass like breast capsular contracture¿ 3 months after the patient was injected in the cheeks with two syringes of 2 cc of juvéderm voluma® xc and 2 cc of juvéderm vollure¿ xc in the zygoma and nasolabial folds. Two weeks after symptoms appeared the patient was treated with hyaluronidase and a pericapsular injection of 1 cc of betamethasone. The injector stated that ¿this was due to foreign body and capsulation and ¿result treatment¿ contracture of that capsule at about 10 weeks post injection of 2 different forms of hyaluronic acids.¿ no information was provided on diagnostic testing. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00529 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.